Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, so the root cause of the complaint defect cannot be determined. The plant will continue to track and trend for this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
(B)(6) 2025, 4:30 pm while a nurse in ward 6 was inserting a closed-system intravenous catheter and retracting the needle core, blood flowed from the isolation plug at the needle tip. This caused panic among the patient and nursing staff. After reassuring the patient, confirming the puncture site was intact, and verifying no further blood flow, the intravenous insertion proceeded without objection from the patient.